Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician intended to use a venaseal closure system during treatment of the patients great saphenous vein (gsv). The IFU (instruction for use) was followed during preparation, procedure, post-procedure. When the surgical nurse opened the outer box of the venaseal kit, she found that the inner packaging was damaged. The venaseal kit was non-sterile and could not be used on the patient. No patient involvement. A replacement venaseal kit was opened and used to complete procedure. The great saphenous vein (gsv) of two legs were treated and the veins are reported to have closed. No additional treatment required.

Manufacturer narrative:
Image analysis: three still images were provided for evaluation. In the images you can see a slit in the cover of the tray. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.